Manufacturer narrative:
Follow-up #1: date of submission 04-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-mar-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The battery cap was not returned. A test battery cap was able to fit. The ez-prime steps were performed correctly and no power interruptions occurred during the investigation. The power complaint was unable to be duplicated during the investigation. The pump cover was removed and no moisture corrosion or intermittent conditions were found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was damaged, the yellow o-ring was visible, the battery compartment cap was unable to be tightened, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.